Event description:
During the course of the tunica vaginalis testis procedure, an abnormal venous plexus off the iliac vein was injured. The patient required emergency laparotomy with vascular repair.